Manufacturer narrative:
Additional information: additional information was received indicating that the event occurred during testing, there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection of the pump showed the screen was scratched. Functional testing involved powering up the pump and it was found the pump had a constant "high pressure alarm." The investigation determined that the circuit board was the cause of the reported issue. The circuit board and downstream sensor were replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump had a constant high pressure alarm. No adverse effects were reported.